Event description:
In 2008, the patient's mother reported that the patient received an e4 (occlusion) error on his infusion device two days prior, and his blood glucose was elevated to 346 mg/ld. She stated that the patient felt thirsty and tired. His recommended blood glucose range is 80-180 mg/dl. He changed the infusion set and bolused to lower his blood glucose. The infusion set had been in use for 24-36 hours prior to receiving the e4. The patient was sent sample infusions sets and information on infusion site management. Upon follow up four days later, the patient's mother reported that the patient was doing well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.